Manufacturer narrative:
Phone number: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that for the last 4 weeks the patient¿s device had not been working; their bladder was not emptying all the way and the had ¿small/some pain¿ in their bladder. It was noted that the patient had tried all 4 programs, and urine analysis did not show a bladder infection. It was requested that a manufacturer representative interrogate the implant because the patient¿s healthcare provider had retired, so they did not currently have a healthcare provider. Additional information received from the healthcare provider (hcp) on (B)(6) 2018 who said the patient came into the office saying they feel one or both devices aren't working. They weren't very specific to what their symptoms were and the caller indicated the patient's urinary/bladder implantable neurostimulator (ins) managing hcp has retired. As a result of what was reported, the caller was told to try and get the patient to provide more information on what their symptoms are and try to determine which device they pertain to. An hcp listing was also sent to the hcp. A number was also given to the hcp so the caller can call back after determining which ins the issue is so they can receive appropriate assistance. Additional information was received on (B)(6) 2018. It was reported that the patient had a bladder infection and had seen the healthcare provider two weeks ago for it. They had come in this week to have a recheck of the bladder infection. The patient had mentioned concern with their devices two weeks ago, and the caller thought the issue started three to four weeks ago. No further patient complications are anticipated or expected as a result of this event.